Event description:
It was reported that during an unknown procedure, the hand piece gave a temperature error message. No pt consequence.

Manufacturer narrative:
Date sent: 09/05/2007. Information anticipated, but unavailable at this time.